Event description:
Bd/bard has informed our healthcare system that they will be on an extensive, long term back order through the end of the summer on all skus of the foley trays- all fr. Sizes, silicone, and the bardex ic. They claim this is due to the eto sterilization plant in (B)(6). This is the most used catheter in the country and our healthcare system is now forced to switch to another company in order to secure inventory of foley trays and provide care to our patients who need this important device. Manufacturer response for bd/bard temp sensing foley sure step trays, bard/bd sure step foley trays (per site reporter). Bd/ bard rep aware.